Event description:
It was reported that the patient¿s implant looked tilted and the pocket seemed loose; the implant was moving around. The patient indicated no issue but wanted better efficiency when charging. The reporter was able to communicate with both the clinician and patient programmer and was getting eight coupling bars. Four days later it was reported that no diagnostics were performed and no malfunctions were seen or the cause of the issue determined. No intervention was planned and the patient was doing well and getting effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).